Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, and specifications was conducted during the investigation. One cook cope-saddekni access dilator was returned in a used and damaged condition. Upon visual inspection of the device, the dilator had separated at the location of the skive. The skive should be 5 cm +/- 3 mm from the distal tip. The skive is to be 4 mm +/- 0.5 mm in length. Because the device was severely mangled at the point of separation, the skive could not be measured and evaluated. However, the dilator was measured, and the distal portion of the dilator measured 4.8 cm. The proximal portion of the dilator measured 19.5 cm. Therefore, the device was determined to be manufactured per specifications. The root cause was determined to be related to patient anatomy. The risk for this failure mode was assessed. It was determined that the risk associated with separation of the dilator is moderate, and no further action is required at this time. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a peripheral leg procedure, when the physician tried to remove the dilator, the dilator separated at the midpoint. The groin had been scarred from previous interventions. The distal portion of the dilator was stuck inside the patient. The broken distal portion was removed with a retrieval snare successfully. No portion of the complaint device remained inside the patient.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
During a peripheral leg procedure, when the physician tried to remove the dilator, the dilator separated at the midpoint. The distal portion of the dilator was stuck inside the patient. The broken distal portion was removed with a retrieval snare successfully. No portion of the complaint device remained inside the patient.